Manufacturer narrative:
Following is information about the gore® viabahn® endoprosthesis with propaten bioactive surface (vsx) devices that were implanted as one unit (overlapped) in target vessel. The reported information did not specify if only one or both devices had occlusion, therefore one report is submitted. The second implanted vsx device information is: lot/serial #(B)(6); catalog #pahr081502e; UDI #(B)(4). A review of the manufacturing records indicated the device met pre-release specifications. Product evaluation: neither clinical images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Emdr section h6 (f, b and c) codes updated to reflect results of investigation.

Manufacturer narrative:
Emdr section h6 codes updated to reflect results of investigation.

Manufacturer narrative:
According to the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), possible adverse events and complications that may occur with the use of this device, or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel. Emdr section h6 codes updated to reflect results of investigation.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, this patient underwent a procedure using a gore® viabahn® endoprosthesis with heparin bioactive surface for treatment of a large, and long popliteal aneurysm with 3 vessel runoff. Some two weeks later, patient arrives by ambulance to the ER with leg (treated leg) pain. The foot is very ischemic, abi not measurable and no distal pulses. The patient is taken to the angio suite and an angiogram shows total occlusion of the stents. A thrombolysis catheter is placed through the stented area and low dosage thrombolysis is initiated in the ICU. A few hours later the patient develops several bleedings in the brain. He later herniates in the night and dies from the cerebral hemorrhage.